Manufacturer narrative:
The device evaluation was completed on 05-nov-2022. It was reported that a 62-year-old, female patient, born on (B)(6)1959, underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that the vizigo¿ valve did not work and that there was a lot bleeding. The procedure was delayed for 5 minutes due to the reported event. To be more specific on what section broke/separated it was the hemostatic valve. The hemostasis valve (gasket) was dislodged inside the hub. The hemostatic valve was not dislodged outside the hub. The brim cap/hub was not detached from the sheath. Air did not enter the patient¿s body. The approximate volume of blood that was lost was about 30-50 cc. The procedure was successfully completed with no patient consequences. Device evaluation details: the product was returned to biosense webster for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component. However, no damage was observed on the dilator. A microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off-axis angle of insertion. Valve dislodgement occurs when extreme off-axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). A device history record (DHR) was performed for the finished device batch number 50000157, and no internal action related to the complaint were found during the review. Based on the DHR, the h4. Device manufacture date has been updated. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Event description:
It was reported that a 62-year-old, female patient, born on (B)(6) 1959, underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that the vizigo¿ valve did not work and that there was a lot bleeding. The procedure was delayed for 5 minutes due to the reported event. To be more specific on what section broke/separated it was the hemostatic valve. The hemostasis valve (gasket) was dislodged inside the hub. The hemostatic valve was not dislodged outside the hub. The brim cap/hub was not detached from the sheath. Air did not enter the patient¿s body. The approximate volume of blood that was lost was about 30-50 cc. The procedure was successfully completed with no patient consequences. The hemostatic valve separation was assessed as MDR reportable.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).